Event description:
When the mechanism latch was not closed manually, the secondary closing mechanism (on the door) also failed because a plastic ridge was broken off the inside of the door. The 100cc integrilin that had just been hung began to free flow. The alarm sounded. By the time infusion was stopped, 37cc remained in bottle. No injury to pt.